Event description:
Caller reported an issue with an incorrect time display on their pump, resulting in a time discrepancy greater than five minutes. The incorrect time setting did not lead to any adverse impact on the customer's blood glucose level, as previous settings did not result in blood glucose readings above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the discrepancy recurred. The caller understood and acknowledged the guidance provided.